Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, errors 2-88 and 2-89 occurred when the monopolar energy was being applied. The staff rebooted the integrated electrosurgical unit (iesu) twice and the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended a hard power cycle of the iesu after the case and advised that the error may return. The tse explained that a force triad generator could be used, and if they needed assistance with connecting it, to call back. The customer continued with the remainder of the case. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the system initially powered on with no errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electrosurgical unit (iesu) due to errors 2-88 and 2-89. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failures. However, multiple c-00 errors were found in the log. The complaint was not confirmed based on failure analysis.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was sent to original equipment manufacturer (OEM) for further evaluation. The reported errors were confirmed, followed by another error. Investigation found a malfunctioning instrument interface (iif) printed circuit board (pcb) connected to bipolar slot 2 to be the cause. The issue was unrelated to the reported failure/issue.